Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered possible inappropriate anti-tachycardia pacing for an episode suggestive of ¿atrioventricular synchrony¿ the device classified as ventricular tachycardia (vt). The ICD remains in use. No patient complications have been reported as a result of this event.